Event description:
The customer alleged that she experienced skin reactions when the vaporizer plate needs to be changed. The irritation is a slight redness and employee has not felt the need to see a medical professional. The asp clinical care reviewed and faxed first aid info and a customer letter regarding h2o2 contact. The customer reported that the vaporizer is in place and the correct air changes are happening. It was also reported that the unit is operating per specifications. The customer reported that they now wear gloves to unload equipment.

Manufacturer narrative:
Skin contact. Conclusion: this issue has been addressed with a customer letter related to correction & removal.